Manufacturer narrative:
The ge service rep conducted an on site investigation. The driver controller board and the hard drive were replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.